Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04499. It was reported that stent thrombosis occurred and the patient died. The target lesions were located in the right coronary artery (rca) and left anterior descending artery (lad). Two synergy¿ drug-eluting stent were implanted in the rca and a non-bsc stent was implanted in the lad. The procedure was completed and the patient remained in the hospital on clopidogrel and aspirin therapy. However, six days later, while still in the hospital the patient died due to stent thrombosis in the rca and lad.